Manufacturer narrative:
The intended target lesion was inflated twice with two (2) different non-cordis balloon catheters (bc). A 155 cm. Saber 5 mm. X 15 cm. (Third bc) was also delivered for pre-dilation and burst between its nominal and rated burst pressure. The product was removed successfully and another saber 5.0 x 10 cm. Bc was used. Two (2 each) smart 6 mm. Stents were successfully implanted. A saber 5 mm bc was used to post-dilate the stents. The procedure finished successfully. There was no reported patient injury. The product was returned for inspection and the preliminary inspection indicated that the device was received in three (3) pieces. The target lesion was the left superficial femoral artery. The target lesion was reported to be calcified and long, diffusely diseased. The rate of stenosis and tortuosity were unknown. A contralateral approach from the right common femoral artery was used. A non-cordis sheath and unknown guidewire were used for access. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was not available. The product was returned for inspection and the preliminary inspection indicated that the device was received in three (3) pieces.   One non-sterile saber rx 5 mm 15 cm 155 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the unit was received separated. The outer body separation was located at 42.5 cm from proximal part of the saber. The balloon was inspected under vision system and characteristics similar to a radial and axial burst were observed. A 4 cm axial and radial separation was observed on the balloon, the axial burst was located at the middle section while the radial separation was located at 6 cm from distal tip. No other anomalies observed. A functional test /analysis could not be performed due to the torn /separated condition of the unit. Sem analysis results showed that the external surface presented evidence of scratched and abrasion marks that could be related to the balloon burst. The internal surface did not presented any evidence of damages. Outer member separation analysis results showed that the body presented evidence of elongations and plastic deformation; these conditions are related to pulling stretching until separation events. No other anomalies were found during the analysis.   The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the burst and separated conditions could not be determined during analysis. Based on the information available for review, vessel characteristics (calcified and long, diffusely diseased) may have contributed to the burst as evidenced by scratches/abrasions noted on the outer surface during analysis. Handling factors after the procedure and during shipment for decontamination may have contributed to the separated conditions noted as the device was reportedly removed from the patient intact and as evidenced by the elongations noted on the device. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ also provided in the IFU, ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the intended target lesion was inflated twice with two (2) different non-cordis balloon catheters (bc). A 155 cm. Saber 5 mm. X 15 cm. (Third bc) was also delivered for pre-dilation and burst between its nominal and rated burst pressure. The product was removed successfully and another saber 5.0 x 10 cm. Bc was used. Two (2 each) smart 6 mm. Stents were successfully implanted. A saber 5 mm bc was used to post-dilate the stents. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the left superficial femoral artery. The target lesion was reported to be: calcified and long, diffusely diseased. The rate of stenosis and tortuosity were unknown. A contralateral approach from the right common femoral artery was used. A non-cordis sheath and unknown guidewire were used for access. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was not available. The product was returned for inspection and the preliminary inspection indicated that the device was received in three (3) pieces.